Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
During a solero microwave ablation procedure, the solero unit booted up with no issues, but the unit took at least 20 minutes to recognize the solero probe. When trying to turn the pump on, the touch function on the screen did not work. The case had to be aborted, no patient injury reported. Follow up information obtained indicated the patient was sedated during the event. This event meets the criteria of a reportable event due to no treatment, patient safety risk due to unnecessary sedation. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The solero generator (sn (B)(6)) was returned o for evaluation. The unit was received in a black peli case. The unit was in relatively good condition, with some minor cosmetic scratches on the cover. The est stud was missing from the unit and was loose in the peli case. When shook, there was the sound of loose components inside. Unit booted up without issue (has current software). During functional testing, pressed the check mark to acknowledge the pop-up prompt and touch screen would not work. Removed cover and noted that touch screen power cable from p-cap controller card on the back of the was not attached. Further visual examination noted that the cable connection on p-cap controller card was broke. Loose component was the nut and washer for the est stud. Need to reattach est stud, replace p-cap controller card, and test per svc-006-s06. Est stud was re attached. P-cap controller card was replaced and unit was tested. Unit tested for electrical safety . No issues noted. Unit meets all acceptance criteria. The reported issue of the touch screen not working was confirmed. The most likely root cause was that when this unit was last serviced, the service engineer inadvertently damaged the connector. This unit was turned for service on (B)(4) on 24-may-2019 for a damaged touch screen. To replace the touch screen all connections on the face of unit must be disconnected. In addition, the p-cap controller card must be removed to allow the touch screen to be replaced. As a correction, p-cap controller card was replaced. A review of the device history records was performed for the serial number (B)(6). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured. The user manual, which is supplied with this unit, contains the following warnings and statements: "no modification of this equipment is allowed. Do not attempt to repair or alter any of the system components. Do not remove the cover of the generator. Refer all service to angiodynamics. There are no user-serviceable parts inside the generator. The warranty will be voided if the unit is opened. The touchscreen will illuminate after several seconds and display the screen shown below. Below the angiodynamics logo, the text "system loading" is displayed in various languages. The languages displayed will change twice as the loading progresses. When the system is loaded, the languages are removed, and a bar is displayed which indicates the progress of system initialization, as shown by (1) below. Do not unplug or interrupt the initialization process as the system is performing necessary self-tests. Troubleshooting: standby screen is displayed, but the screen buttons are unresponsive - switch the power off, wait five seconds, then switch it back on again. If the buttons continue to be unresponsive, then contact angiodynamics for technical support. There is no system function (the system is non-responsive) and no system error message appears - switch the power off and then contact angiodynamics for technical support." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).